Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a possible leak greater than 750/ml at low flow that could cause insufficient ventilation. There was no patient involvement.